Manufacturer narrative:
Additional information was received that the patient needed hip coverage. The patient underwent an explant procedure. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm model#: sc-4316 lot#: 17512995 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.